Manufacturer narrative:
H.6. Investigation: customer returned three (3) 0.3ml insulin syringes from lot 9231336. Consumer reported needle shield difficult to remove; needle hub separated and stayed inside of the shield. All 3 returned syringes were examined, and it was observed that 2 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. The 1 syringe with an attached hub assembly was tested to determine the shield removal force. This syringe tested within shield pull specification, and no evidence of manufacturing defect was observed. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200872529] noted that did not pertain to the complaint. There were two (2) notifications [200872129, 200872284] noted for cracked hubs. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that during use with a relion® insulin syringe the hub separated from the device. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that needle hub separated.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a relion® insulin syringe the hub separated from the device. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that needle hub separated.